Event description:
A malfunction alarm, identified as malfunction 16, was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the faulty pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Support personnel confirmed the shipping address, provided instructions for putting the pump into storage mode, and directed the customer on returning the pump with a prepaid label. The customer acknowledged the instructions.